Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), heavy menstrual bleeding ("heavy menstrual bleeding") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstruation delayed ("missed periods"). Essure treatment was not changed. At the time of the report, the pelvic pain, hypersensitivity, weight increased, heavy menstrual bleeding and depression had not resolved. The reporter considered depression, heavy menstrual bleeding, hypersensitivity, menstruation delayed, pelvic pain and weight increased to be related to essure. The reporter commented: I m in the process of getting them removed an getting them removed I would like to settle this. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), heavy menstrual bleeding ("heavy menstrual bleeding") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstruation delayed ("missed periods"). Essure treatment was not changed. At the time of the report, the pelvic pain, hypersensitivity, weight increased, heavy menstrual bleeding and depression had not resolved. The reporter considered depression, heavy menstrual bleeding, hypersensitivity, menstruation delayed, pelvic pain and weight increased to be related to essure. The reporter commented: I m in the process of getting them removed an getting them removed I would like to settle this quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-dec-2021: this is the retention case. All information; event missed periods, reporters, reference information were added from deletion (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), heavy menstrual bleeding ("heavy menstrual bleeding") and depression ("depression") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, hypersensitivity, weight increased, heavy menstrual bleeding and depression had not resolved. The reporter considered depression, heavy menstrual bleeding, hypersensitivity, pelvic pain and weight increased to be related to essure. The reporter commented: I m in the process of getting them removed an getting them removed I would like to settle this. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.